Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that the patient underwent a successful thumb repair with the use of a minilok qa plus for fixation on (B)(6) 2011. Approximately 6 weeks post-op, at a follow-up visit, the patient presented with swelling and redness. Cultures were taken and tested negative; surgeon thinks that the patient may be having a reaction to the fixation device.